Event description:
The facility reports there are two versions of this incident (mother's and daughter's), but both agree the right shoulder clip detached. The pt was caught by her daughter and put into a chair. No injuries were reported. MFR rep no: (B)(4).